Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged nose irritation, dizziness, headache and cancer. Due to patient reporting of cancer which is assessed as serious injury. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged nose irritation, dizziness, headache and cancer. Due to patient reporting of cancer which is assessed as serious injury. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
Additional information was received on 02/22/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rem star auto a-flex device's sound abatement foam. The patient has alleged nose irritation, dizziness, headache and cancer. Due to patient reporting of cancer which is assessed as serious injury. No other clinical information or medical interventions were reported. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.